Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #2) and had unspecified injuries. On (B)(6) 2015: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel (device #1) and the bard flat mesh (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few days post implant of bard flat mesh, patient was diagnosed with bacterial infection, mesh migration, seroma, purulent discharge and pain thereby underwent repair with mesh removal. Per op notes, ¿the exposed, non- incorporated mesh was incised and removed." The instructions-for-use supplied with the device lists bacterial infection, seroma and pain as possible complications. The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh.¿ review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the mesh - composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2012: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). (B)(6)2015: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #2) and had unspecified injuries. (B)(6)2015: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel (device #1) and the bard flat mesh (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2012 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac was freed circumferentially. There was an adhesion to the anterior abdominal wall, which was freed up and a composix kugel mesh (device #1) was placed and sutured.¿ (B)(6)2015 - patient was diagnosed with recurrent ventral incisional hernia, pain thereby underwent open repair with removal of composix kugel mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿the displaced composix kugel mesh (device #1) was removed, and the adhesions were free up. A bard flat mesh (device #2) was placed and sutured.¿ (B)(6)2015 - patient was diagnosed with infected abdominal seroma thereby underwent open repair with removal of bard flat mesh (device #2). Per operative notes, ¿the seroma cavity was found, and the exposed, non-incorporated bard flat mesh (device #2) was incised and removed.¿ attorney alleges that the patient had adhesions, infection, seroma, mesh migration and pain.